Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Various troubleshooting steps were attempted without success, including using different wall adapters and charging cables. Technical support decided to replace the pump. The customer was advised to put the existing pump into storage mode and return it to tandem within 10 days to avoid charges. A replacement pump with updated software was sent, and the customer was instructed on programming settings and connecting their cgm to the new pump.